Event description:
The following report was received from the field: the patient was admitted to the emergency room with chest pains three years after 2 cypher des were implanted in the lad and rca. Both stents thrombosed and patient expired.

Manufacturer narrative:
History and physical report received from initial reporter: this patient was transferred urgently from the emergency room to the cardiac catheterization lab in cardiogenic shock with acute infarction associated with complete heart block. With a history of coronary disease dating from 2003, the patient presented with an inferior wall infarction at that point and underwent serial angioplasty of the right coronary and lad with implantation of drug-coated stent in 2003. In 2004, the patient was recathetarized for recurrent symptoms and was found to have widely patents stents in both sides. He continued to be free of anginal apparently until his presentation today with the sudden onset of severe chest pain. It is not known whether any of the patient's medications were changed. He was last treated with lipitor, aspirin, altace, and metoprolol and supposedly was compliant on his aspirin. He was seen in the emergency room where he was hypotensive and rapidly placed on intravenous dopamine at 10 micrograms per minute. He was also found to be in complete heart block and had transcutaneous pacing initiated. A brief review of systems was negative. Upon admission, he was rapidly brought to the catheterization lab where his EKG revealed market st elevation in the inferior and the anterior leads and complete heart block with pacing. The patient was rapidly prepped and draped and a 5french-pacing catheter placed in the right ventricle with rv demand pacing initiated at 100 beats per minute. . Intravenous atropine, neosynephrine and bolus epinephrine were administered. Baseline angiography revealed an occluded right coronary at the level of a stent in the distal vessel and proximal occlusion of the lad. No collaterals were noted to either vessel. Acute angiography of the right coronary was carried out with balloon dilation in the implantation of a bare metal stent achieving good flow. Shortly after that, the patient fibrillated and on resuscitation was coherent and ventilating normally. Anesthesia was called again for possibly that elective intubation should be accomplished. With the episode of vf, anesthesia was requested to intubate the patient and did so. Brief hypotension was noted. Patient was again treated with bolus epinephrine with a marked up surge in his blood pressure, and was being ventilated easily with supracarinal endotracheal tube. Plans were made to initiate the possible intervention on the lad. Surgery was called again for the possibility that this would not be successful. Shortly after the introduction of the guiding catheter, the patient again experienced ventricular fibrillation and this occurred in the salvo of 6-8 episodes. Bolus amiodarone had been administered, but was ineffective in preventing these episodes. Prolonged CPR was accomplished. Blood pressures were unable to be raised above the level of 30-40 with the indwelling arterial line. An intra-aortic balloon device was inserted and advanced to the aortic root, but was never initiated given the complete inability to maintain the patient's sinus rhythm with recurrent ventricular fibrillation. Intra-aortic balloon counterpulsation was finally on internal 80 and emd was noted with blood pressures associated with CPR and intra-aortic balloon pump not getting over 30, and the patient completely balloon dependent. Surgery felt that acute ventricular assist or bypass would not be appropriate in this patient along with his attending physician which was discussed the plans against. A decision was made at 1:00 a.m. To terminate efforts. This is one of two products being reported for the same event. Please reference manufacturing reports #: 3003742446-2006-00737 and 3003742446-2006-00737. Any additional information will be submitted within 30 days of receipt.